Event description:
The reporter stated that the device result was 213 mg/dl. A second result on the same device was lo six minutes later. The reporter thinks the patient was given insulin after the first result. The device was replaced and requested to be returned for evaluation.